Event description:
According to the reporter, during the laparoscopic gastrojejunal bypass, when on the first firing of gastrectomy, when clamping the stomach, the handle and adapter detached, possibly not securing it properly/attached it loosely. The components were reattached; articulation was set and held down the lower button then an event occurred where the articulation did not return. It was noted that the metal broke and was partially exposed from the articulation part, so it did not return. A neutral position was performed several times, it returned to some extent, and was removed together with the trocar. Intervention was not performed. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle (serial # unknown) sigpshell, sig power sigpshell control shell (lot # unknown) sigadaptstnd, sig power sigadaptstnd linear adapter (serial # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but four photos were available for evaluation. Visual inspection noted a blowout plate visibly protruding from the side of the reload. Although the jaws appeared to be open, they could not be thoroughly examined. It was reported that the articulation did not return and the metal broke and was partially exposed from the articulation part. The reported issue was confirmed. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.